Event description:
The customer reported that the machine removed more fluid than it was programmed. The machine removed 329ml of fluid when it was set at 140ml. Customer set fluid removal at zero to see what would happen and machine continued to remove fluid. Machine pulled 40ml or 50ml in 10 minutes.